Event description:
Reported issue: the device snapped/broke in two pieces where the needle and hub connect, during use. The patient was undergoing an extended hysterectomy. No patient injury.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the device was broken at the welded union. Visual review of break suggests that the break happened in a single event and no signs of alteration of the shaft were evident. The root cause of the breakage could not be established.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the device snapped/broke in two pieces where the needle and hub connect, during use. The patient was undergoing an extended hysterectomy. No patient injury.